Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the returned part was investigated. The cutting edges are badly damaged with chips of metal missing. The remainder of the article is in very good condition, showing no signs of wear and tear. According to your device report, this cutter was used to cut a rod from another brand. As we do not know the material composition of this rod or any of its properties, we cannot confirm if the synthes bolt cutter was the correct instrument to be used for the cutting function. However as part of our investigations, the device history record was researched for this cutter and the lot was produced in december 2013. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date unknown; reported as about two weeks prior to (B)(6) 2014 device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered corresponding to the specifications. The hardness was measured at the time of the manufacturing at 57 hrc and was found to be good. No non-conformance reports were generated during production. The complaint description states that the rod cutter was used to cut a stainless steel (cocr) rod. The cutter is suitable for titanium and stainless steel rods only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon tried to cut a 5.5mm stainless steel (cocr) rod from a non-synthes spine system in situ. When he made the first cut the edge of the bolt cutter broke; the surgeon was able to still use the bolt cutter to complete the procedure. There was no delay in the surgery and no harm caused to the patient. This is report 1 of 1 for (B)(4).